Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 122 mg/dl at the time of incident. Troubleshooting found that the display screen is cracked and there is blue behind the screen. Customer also indicated that they cannot see the time display on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked reservoir tube lip, and cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly.